Event description:
The customer reported a black image during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board and regreased the high voltage cable connectors. System operates as intended. (B) (4).